Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator, lock collar, inflation syringe, and dissector and trocar balloons appeared intact. The insufflation bulb was received. The circular seal was cut. Pmv performed functional testing; the hole was covered, and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic inguinal hernia left procedure, the device was defective. No patient injury.